Event description:
The customer reported 12-lead ecgt v3 signal loss.

Manufacturer narrative:
(B)(4): the customer reported 12-lead ECG v3 signal loss. There was no pt impact. The unit was evaluated by the site biomed. The symptom could not be duplicated and the device passed all testing. Based on the customer's report, we are considering this a malfunction. The cause of the malfunction could not be determined.